Event description:
It was reported that during a procedure, the physician was unable to navigate to the target lesion. The physician chose to navigate manually to the target but discovered on fluoroscopy, he was not near the target lesion. The superdimension portion of the case was aborted and the case was completed using other methods. There was no injury to the patient.

Manufacturer narrative:
The physician selected a centrally located lesion and an automatic pathway was generated. The physician chose to deviate from the automatic pathway and navigate manually. Due to a specific sequence of events, no directional navigation guidance was provided due to a rare and isolated software anomaly. No similar cases have been reported.